Event description:
Related manufacturer reference number: 2916596-2022-11282. It was reported that the patient was life-flighted to the hospital and admitted post-fall with left ventricular assist device (lvad) low flow alarms on (B)(6) 2022. Log files analysis confirmed low flow events starting at 03:43 am, which coincided with the patient's fall. Prior to admittance the patient's caregiver and emergency medical services (ems) had called the vad emergency line to report the low flow alarm. At 03:57 am the flow dropped to 0.5 lpm. A controller exchange was advised due to the low flow alarm and once the controller was exchanged the flow jumped to 1.1 lpm and increased. Log files showed this exchange with driveline disconnects occurring at 03:59 am. Log file analysis from the new controller captured no unusual events were recorded and the equipment operated as intended. Ems held off on cardiopulmonary resuscitation (CPR) due to the functioning vad, but it was noted that had the vad stopped running, CPR would have been performed. It was verified that flow continued to increase throughout the call with the vad line. Twenty minutes into the phone call, flow was confirmed to be maintained above 3.0 lpm. The patient ultimately expired on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The controller event log file captured low flow events starting at 03:43:40 on 30apr2022 and the alarms continued until the driveline was disconnected at 03:59:46. The driveline was disconnected when ems was advised to perform a controller exchange. Flow fell to as low as 0.5 lpm while the pump was running, and the pump was not connected to this controller for the remainder of the file. A specific cause for these alarms could not be determined through this evaluation. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. It was reported through the patient outcome that the patient expired on 30apr2022. The cause of death was unknown. No product has been received for investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12aug2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.